Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01aug19. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse noted that half of the touch screen failed. The fse restarted the device and entered the background calibration screen. The calibration in the lower right corner would not pass. The fse replaced the touch screen to address the reported issue. After this repair, the device was fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touch screen failure. There was no patient involvement.